Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the diaphragm of the flow sensor was stuck open. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the flow sensor was not stuck open. There are multiple medium and low-grade alarms making the user aware that there is an issue during the initial checkout of the device. The flow sensors are a customer replaceable item. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. The initial report was not a reportable malfunction. Additional information was received that the flow sensor was not stuck open. There are multiple medium and low-grade alarms making the user aware that there is an issue during the initial checkout of the device. The flow sensors are a customer replaceable item. The clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. The initial report was not a reportable malfunction.